Manufacturer narrative:
(B)(4). The shocking vector was reprogrammed and the system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. The shocking lead impedance measurements were consistently high in the distal coil to proximal coil vector but acceptable in the distal coil to can vector. No adverse patient effects were reported.